Event description:
It was reported that the ilet controller¿s touchscreen became unresponsive while the device remained powered and emitting alert beeps, and the user confirmed a blood glucose of 305 mg/dl; the event involved a device display/touchscreen malfunction and subsequent hardware replacement with education provided. Symptoms included hyperglycemia. Outcomes included no alarms beyond alert beeps and the user¿s need to manage glucose using subcutaneous insulin by pen. Investigation included troubleshooting with the user and arranging device exchange for further evaluation. Investigation of this case revealed a nonresponsive screen consistent with a device component failure affecting the user interface. It was concluded that the touchscreen failure impaired normal device interaction, and a replacement ilet was provided. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.